Event description:
Customer's device = 477 mg/dl. Customer was dizzy, stated the room was spinning, and fell backwards. Customer was taken to the hosp. No treatment was administered. Doctor changed pills to insulin. No controls were used. A request was made for return product and replacement product was sent.